Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as raw and bleeding. The patient¿s physician advised to take off the lifevest during the day for the skin irritation. Follow up indicated that the skin irritation improved.